Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported a thick flap compared with targeted flap thickness. It was noted the flap thickness was checked with online pachymetry. Additional information requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The service team and field service engineer (fse) found one of the assembly in the unit was loose and lead to cut variation and wrong ablation results. The fse fixed it, verified the system with old scanner unit and received stable cuts and ablation check results. After this the fse completed calibration using scan run and got maximum position values as 730 and -710 (before it was 770 and -770). The fse replaced the z scanner unit along with its mechanical assemblies and performed full service installation record. The fse continuously observed the system two days for any abnormalities. The result was stable. The fse requested customer to observe the flap thickness using oct (optical coherence tomography). The fse concluded that the system is stable. The root cause is one of the assemblies in the unit was loose and that leads to cut variation and wrong ablation results. The root cause for the loose assembly could not be determined conclusively. The manufacturer internal reference number is: (B)(4).